Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt did not have stimulation. The system was interrogated, and it was determined the pt had several invalid contacts on her lead. The system was reprogrammed, and the pt received coverage.